Event description:
It was reported that during the initial implant procedure, dislodgment of the right atrial (ra) lead was observed. Repositioning of the ra lead was unsuccessful as the helix was no longer able to retract. The helix was not tested prior to introducing the ra lead into the body of the patient. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.